Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with glares/shadows/ halos on the left eye (os) at a 7 day post op exam. A brief description from the surgery center indicated the patient has mild interface debris on left eye on inferior central. The patient's comments were that the left eye was not as clear as the right eye. A flap lift and rinse was performed and the patient noticed visual acuity was improved and halos decreased. Symptoms were noted as resolved on (B)(6) 2016. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -2.75 x -3.00 x 26, left eye pre-op 20/20 -1.75 x -.2.50 x 167. Post-op; bcva from (B)(6) 2016: left eye pre-op 20/15.